Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient experienced urinary incontinence with his artificial urinary sphincter (aus). A revision surgery was performed and urethral atrophy was diagnosed. The cuff was removed and replaced with a smaller size cuff. A full recovery is expected for the patient.